Manufacturer narrative:
Changed product information based on (B)(4).

Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was a design defect in the transducer's firmware (fw). Philips investigation determined this issue is caused by changes implemented under an engineering change released may 25,2023. These changes updated the ultrasound t=transducer with a new central processing unit (cpu) board and firmware in response to a shortage of multiple components. Due to a chip shortage situation, a hardware (hw)/software (sw) design change was required, which introduced a performance issue to the fetal heart rate (fhr) measurement of wired ultrasound (us) transducers. The need for subtle adjustments of the transmit/receive time windows in us measurements unexpectedly introduced interference with adjacent transducers (twin/triplet use cases) by generating measurable artificial rhythmic signals that can be interpreted as actual physiological signals (fetal heart beats). This investigation determined that the new firmware (453564254621-s-fw-01, rev l.01.04) which is designed for all avalon transducers, shows an unexpected issue for the ultrasound transducer (867246). When monitoring multiples (twins or triplets), the wired avalon ultrasound transducers (product no. 867246) have a tendency to produce an artificial fetal heart rate (fhr) instead of fhr gaps, mostly at approximately 180 bpm, in situations where the physiological signal (echo from pulsating fetal heart) is absent or very weak. A field change order (fco) was implemented on august 20, 2024, to update the transducer firmware.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting information: (B)(6).

Event description:
Gcuh maternity ward have reported a patient incident involving an avalon fm30 ctg machine (sn: (B)(6)), stating that ¿the ctg machine recorded the fetal heart rate wrong on the trace which resulted in a cat 2 emergency caesarean for the woman¿. The reported issue occurred whilst monitoring a woman with twins.

Manufacturer narrative:
It was reported the fetal heart rate was displaying incorrectly at 180bpm. A bedside ultrasound was used to confirm the actual heart rate was 140bpm but there was no report of harm.